Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 12:00pm. The patient reported obtaining blood glucose readings of "134 mg/dl" with the subject meter and "118 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient informed the csr that at the time the alleged issue occurred, she was managing her diabetes with metformin 850 mg twice daily. In response to the alleged inaccuracy issue, the patient claimed she attended the doctor's office on (B)(6) 2016 where she was prescribed a once daily dose of glibenclamide 5 mg. The patient claimed that one day after starting the additional medication she developed symptoms of feeling "weak, dizzy, hungry and was shaking." It is not known if additional treatment was received after the alleged issue began. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.